Event description:
Event description guidant received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD), implanted for less than one year, is 2.65 volts. The device is programmed vvi 40 with almost 0 pacing and only 5 episodes. Subsequently, guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.